Manufacturer narrative:
H3. Analysis of the pump was completed and passed all testing in the laboratory and identified no anomalies with the returned pump during various standard testing including but not limited to visual inspection, alarm output, motor function, and dispense testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown morphine (15mg/ml at 5.08mg/day) via an implantable pump. It was reported that the patient had multiple instances of withdrawal symptoms that caused them to go to the ER, as well as slight discrepancies in volume during pump fills. On 10/01, the actual volume was 13.9ml and 10.6ml was expected. On 12/10, the actual volume was 17ml and 15ml was expected. On 12/16, the actual volume was 40ml and 38ml was expected. A catheter access port study was completed and the catheter was functioning properly. The physician believed that the pump was intermittently stopping long enough for the patient to go into withdrawal. At the time of the ER visits, the patient would periodically be put on additional medication. The pump was replaced with a new pump. It was unknown if the issue was resolved at the time of the report.